Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery the pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 600mg/dl and a high ketone level identified as dangerous by healthcare provider. Reportedly, the pump battery fully depleted and the pump shut off due to the customer not charging the pump. Additionally, customer's cartridge ran out of insulin. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.